Manufacturer narrative:
UDI: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was reported the devices were implanted with no issues. Upon removal of the delivery catheter of aortic extender component (pla360400j/12910781), it was reported that the leading olive got caught was completely separated from the rest of the catheter and remained in the patient. A snare catheter was used to retrieve the olive from inside the patient. The procedure concluded without any further complications, and the patient tolerated the procedure. It was reported that there was no resistance upon removal of the delivery catheter. The patient proximal neck appeared to be significantly angled.

Manufacturer narrative:
Engineering evaluation showed that there was no evidence of a bond for the leading olive on the delivery catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the stent separation from the catheter is due to a lack of bonding between the leading olive and the delivery catheter. The root cause for the lack of bonding between the leading olive and the delivery catheter could not be determined based on the currently available information.